Event description:
It was reported that device entrapment and removal difficulties occurred. The procedure was being performed on a 90% stenosed, severely calcified and tortuous lesion located in the right coronary artery. When attempting to retract the 1.50mm rotapro burr into the guiding catheter, resistance was encountered. The 1.50mm rotapro eventually was removed by pulling on the rotawire. The 1.50mm and rotawire were removed together as one unit. When the 1.50mm rotapro was pulled, the burr of the rotapro and part of the shaft became separated. The device was removed completely from the patient. The procedure was completed with another 1.50mm rotapro. No patient complications occurred due to this event.

Manufacturer narrative:
Device evaluated by MFR: the rotapro device along with the from the related rotwire were returned. Inspection of the device found no damages or defects, as part of overall visual revision. The rotawire was able to be removed and reinserted into the returned rotapro device with no resistance or issues. A dimensional inspection was performed and the device was within specification.

Event description:
It was reported that device entrapment and removal difficulties occurred. The procedure was being performed on a 90% stenosed, severely calcified and tortuous lesion located in the right coronary artery. When attempting to retract the 1.50mm rotapro burr into the guiding catheter, resistance was encountered. The 1.50mm rotapro eventually was removed by pulling on the rotawire. The 1.50mm and rotawire were removed together as one unit. When the 1.50mm rotapro was pulled, the burr of the rotapro and part of the shaft became separated. The device was removed completely from the patient. The procedure was completed with another 1.50mm rotapro. No patient complications occurred due to this event.